Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that she missed an anti-jk(a) when using biotest cell 1&2 on tango infinity during yearly correlation qc. The customer did not return the supposedly defective product biotest cell 1&2 for investigational testing but returned the patient sample which had caused a false negative test result. At the time the customer filed her complaint, the complaint the supposedly defective product was already expired. Therefore our qc lab's retention sample was not tested. Upon receiving the patient sample in (B)(4), our quality control laboratory tested their retained sample of the current biotest cell 1&2 lot with the patient sample on tango infinity and could confirm the customer´s result. Upon visual assessment the reaction was not clearly negative. Additionally the patient sample was tested in the tube technique and yielded a +/- reaction. The patient sample was also tested in the ih-gel method and yielded weak positive results. The positive reaction was a bit stronger when using enzyme treated reagent red blood cells in the ih-gel system. These test results strongly indicate that the missed anti-jk(a) is a weak reacting antibody. The instruction for use contains a corresponding note: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." The current lot of biotest cell 1&2 was also tested with different samples and controls, e.g. An anti-jk(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by the quality control laboratory confirmed the allegedly defective lot of biotest cell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of both allegedly defective lots.